Event description:
It was reported that the user experienced hyperglycemia, with a sensor reading of 324 mg/dl for about one hour after a recent infusion set change using inset 23-inch tubing; troubleshooting included disconnecting the set, performing a fill tubing with visible drops, removing the site with a straight cannula observed, confirming a glucometer value of 215 mg/dl, calibrating the g7 sensor with 215 mg/dl, and replacing the infusion site with a fill cannula. Symptoms included elevated blood glucose without ketones or other adverse effects. Outcomes included continued home monitoring without medical intervention or hospitalization. Investigation included guided user troubleshooting and education on infusion set and sensor calibration steps. Investigation of this case revealed no device alarms, no bent cannula, and successful delivery path verification by drop test, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.